Manufacturer narrative:
The account swapped the bed out. No info available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the bed lost power and would not come back on. No pt impact.